Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2020-32465. Related manufacturer reference number:1627487-2020-33270. It was reported that following some seizures and falls, the patient experienced ineffective therapy and pocket stimulation. Troubleshooting revealed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the entire system was explanted and replaced. Issue resolved.

Manufacturer narrative:
Correction: section d - device information was incorrect on the initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.